Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During cup insertion the crosspin broke, disallowing removal of handle.

Manufacturer narrative:
Additional narrative: during cup insertion the crosspin broke, disallowing removal of handle. The design team have identified that cross pin breaking is due to excessive force / torque being transmitted into the pin via the rotation knob by means of applying torque by use of a tommy bar. One reason that this exercise is carried out is in an attempt to break the lock between the adaptor and the shell. The failure of the radel handle cracking or breaking is due to impaction forces when the surgeon strikes the handle anvil with a heavy object when positioning the shell. The force is transmitted through the anvil into the radel handle either via the anti-rotation pin or directly into the handle through the anvil. The cracks can take on known shapes and directions either y shaped around the anti-rotation pin, this can lead to a piece of the handle breaking away from the main body of the handle. Design changes have been undertaken to improve the performance of the product but have not completely eradicated all the risks the complaint was found to be justified. The root cause was attributed to design the product will be retained in a secure storage area in (B)(6). No corrective action is required. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.